Event description:
It was reported that the atrial lead exhibited elevated thresholds since implant. The lead had poor sensing. During the attempt to remove the lead the tip broke off and remained in the patient's heart. A partial lead was explanted.

Manufacturer narrative:
No medwatch form was received.